Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and the procedure was completed by using c-arm. A philips engineer inspected the system remotely and found that the x-ray was not possible and the message "reselect application" was displayed on the screen. Review of the log files showed fd (flat detector) controller errors. It was also observed that the there was a communication problem between the fd controller and the image detector and the flat detector subsystem failed in self-test. The fse replaced the flat detector to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that x-ray was not possible and the message "reselect application" was displayed on the screen. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the detector. The device was returned to expected functionality.